Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion code. The cause of the event was likely due to patient factors and progression of patient underlying valvular disease pathology.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received information from a patient with a 21mm aortic valve implanted 10 months is being monitored for possible re-intervention due to leaking valve with calcification. Patient presented with acute systolic congestive heart failure. Tte showed mild prosthetic valve regurgitation and elevated gradient. Patient reported at time of implant of the 21mm aortic valve she was hospitalized in ICU for 28 days. Ultrasound showed the surgical valve was leaking and was calcified with symptoms of heart failure. Patient was also treated for pneumonia. The patient is being monitored for possible re-intervention.

Manufacturer narrative:
Additional manufacturing narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event cannot conclusively be determined; however, patient factors and progression of underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from a patient with a 21mm 3300tfx aortic valve implanted 10 months is being monitored for possible re-intervention due to leaking valve with calcification along with symptoms of heart failure. Patient reported at time of implant of the 21mm 3300tfx she was hospitalized in ICU for 28 days. Ultrasound showed the surgical valve was leaking and was calcified with symptoms of heart failure. Patient was also treated for pneumonia. The patient is being monitored for possible re-intervention. Per received medical records the patient's prolonged ICU stay was due to postoperative hypoxemia related to a preexisting copd and sternal wound dehiscence due to patient incompliance with instructions from sternal precautions.